Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners and minor scratches on display window was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken part where the reservoir goes inside. The blood glucose at the time of the incident was 140 mg/dl. The customer stated that the top of the reservoir compartment is broken so the reservoir does not hold in place. Troubleshooting was not able to resolve the issue. The device was returned for analysis.